Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 30% to 18% in approximately one year. A request was made to have data from this device analyzed, but technical services (ts) requested the field representative to upload updated data to enable the battery analysis. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information received indicates the representative advised the facility to upload data for the battery analysis, but at this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received as data analysis was performed. Ts confirmed the battery of this device is depleting normally, and the power consumption is stable and within expectations based on programming and therapy delivery. Additionally, it was discussed that there are no unusual faults or resets and the device is operating normally. Any apparent decrease in longevity is due to the battery state of discharge switching from the hardware coulometer to a voltage-based estimate; therefore, this is not considered abnormal. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If additional information becomes available, this report will be updated.

Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 30% to 18% in approximately one year. A request was made to have data from this device analyzed, but technical services (ts) requested the field representative to upload updated data to enable the battery analysis. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information received indicates the representative advised the facility to upload data for the battery analysis, but at this time, no further information is available. The device remains in service and no adverse patient effects have been reported.